Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. Upon sensor pod removal, the sensor wire remained in the skin. The patient reported swelling and pain sensations in the area. The patient consulted a healthcare personnel (hcp) on (B)(6) 2021 and diagnostic radiography showed a retained sensor wire. The sensor wire removed by surgical intervention on the same day the patient consulted the hcp. No product was provided for evaluation. The allegation was confirmed based on the radiography confirming the retained sensor wire and successful removal of the sensor wire through surgery. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2021.